Event description:
Using duraseal (ready-made dural sealant) with duragen (dural graft matrix) has created problems with a couple of our patients. Duragen is supposed to allow tissue to grow in naturally, but with duraseal use it turns into a cottage cheese-like substance impeding the natural growth of tissue. One of our neurosurgical nurses spoke with the duragen rep who said they had heard of similar problems when these two products are used together.